Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for investigation results. (B)(4).

Event description:
It was reported that more bone was cut than expected in the patient's anterior femur due to a notch on the cutting block. No patient symptoms have been reported due to the issue and no surgical or medical intervention has been performed or determined to be necessary.